Manufacturer narrative:
Article title: fogarty maneuver to restore coronary flow in st-segment elevation myocardial infarction: desperate times call for desperate measures. Journal: american journal of therapeutics. Issue: 23, e1234¿e1238 (2016) event date is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with acute onset shortness of breath, nausea, diaphoresis and overt signs of heart failure with compromised he modynamics (killip class iii), an acute anterior stemi, irregular tachycardia, cardiomegaly with pulmonary edema. The patient had atrial fibrillation on warfarin anticoagulation, warfarin had been temporarily held and the international normalized ratio on admission was 1.1. The patient was in moderate to severe respiratory distress. Emergency coronary angiography revealed normal right and circumflex coronary arteries and a total occlusion in the mid left anterior descending artery with a meniscus appearance. Manual thrombectomy was attempted with an export ap aspiration catheter without thrombus retrieval or restoration of flow after 3 passes. Ic abciximab 0.25 mg/kg was given through the aspiration catheter without flow restoration. The multiple attempts at thrombus aspiration and non-mdt balloon angioplasty failed to restore flow in the left anterior descending artery. Ultimately, a fogarty manoeuver using a non-mdt compliant balloon inflated at a low pressure (3 - 6atm) was performed successfully, removing the thrombus into the guiding catheter. There was thrombolysis in myocardial infarction flow grade 3 and near-normal myocardial blush at the end of the procedure. Signs and symptoms of heart failure resolved quickly.

Manufacturer narrative:
Image review: photos in the article confirmed the presence of a total occlusion in the mid lad with a widely patent vessel proximal to occlusion. Also confirmed resolution of the occlusion in the mid lad post use of a non-medtronic balloon catheter, with flow restored post the previous site of occlusion. There is no evidence of calcified diseased lesions contributing to the occlusion. Once the thrombolytic occlusion was resolved, the vessel was 100% patent with no evidence of calcification or stenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.